Event description:
A health care provider (hcp) reported that the patient was charging their implantable neurostimulator (ins) too often. The patient was charging for 60-75 minutes per day. The patient was charging more than in the past, but the ins settings were different than before. The ins was recently reprogrammed and the stimulation parameters were increased. It was unknown if the ins had been previously overdischarged and what the average coupling was for the patient while they recharged the ins. It was unknown if there was an issue with the recharger or if the recharger interval was expected based on the ins settings and coupling. No symptoms were reported. No further patient complications were anticipated.